Manufacturer narrative:
Per tandem's user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from a value displayed as "high" on the continuous glucose monitor, to 536 mg/dl. Reportedly, customer did not perform air removal step of load sequence after performing a supply change. Treatment was administered via intravenous fluids, insulin, and anti-emetic. Reportedly, customer left the ER with customer in stable condition (bg 170 mg/dl).